Manufacturer narrative:
Samples were collected in bd, 13x100, lithium heparin, gel plastic tubes and centrifuged at 3,000 rpm for 5 minutes at ambient temperature. Qc was in range before the event. Qc was performed following the event, and at least one level was out of range. The customer contacted a customer technical service (cts) and stop reporting patient results until service verification. A field service engineer (fse) was dispatched to the customers lab in 2007. The fse inspected the instrument and found tubing for dispense probe 3 was not seated correctly which caused the probe tubing to dangle and become pinched between the aspirated probe plate and the top part of housing. This caused a wash buffer leak by puncturing the tubing. The fse repaired the tubing and associated parts as necessary. The fse primed the lines, and then performed carryover testing, system check, and qc, and all results passed. Hardware issues, addressed by the fse, may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding elevated troponin (accu tni) results that were generated by the unicel dxi 800 access instrument. The customer obtained erroneously elevated accu tni results on five (5) patient samples. The original samples were re-tested for accu tni and the repeated results were erratic. The erroneous results were not reported out of the lab. Based on available information, the samples were tested on a different instrument in the customer's lab for accu tni and corrected reports have been submitted. However, the corrected results were not supplied by the customer. No report of patient injury requiring medical intervention or change to patient treatment was received regarding this event.